Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon the completion of the investigation.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 26mm sapien 3ur valve, implanted in the aortic position, underwent a valve in valve procedure after an implant duration of 2 years and 11 months. A 26mm edwards transcatheter valve was implanted successfully. After a review of the medical record, the patient presented for a valve in valve tavr. Pre viv tee revealed the valve had leaflets with thickened and calcified leaflets. The mean gradient was 23mm hg with at least moderate aortic regurgitation (not specified). These findings are similar to echo one year prior. Pre viv diagnosis on the operative note was noted as "severe symptomatic aortic stenosis".

Manufacturer narrative:
Supplemental report submitted to include the completion of the engineering evaluation. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapienxt, s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint of valve calcification was confirmed based on provided medical record. The available information suggests that patient factors, including chronic renal failure and hypertension (htn), likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as, but not limited to, renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.